Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. No trend was observed for the product category, et tubes, or the reported malfunction, cuff deflates during use or cuff damaged (pinholes, torn, etc.). Complaint review spanning from october 27, 2014, through october 27, 2016 (2 years) was reviewed as it related to reports for the et tubes. A total of (B)(4) complaints were reported. No trends for the lot number, icc code or failure were observed. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be both a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting that after 6 days, "the cuff deflation was incomplete." A photo has been provided in reference to the reported event. No further information has been provided.